Manufacturer narrative:
(B)(4). The customer reported battery power loss after replacing the battery. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: broken reservoir tube lip, partially detached retainer ring, huge chunk of the battery threads missing, cracked case on the battery tube side starting at the left belt clip rail, missing display window cover, cracked middle (enter) keypad button. Insulin pump passed displacement, sleep current measurement, and active current measurement tests. No unexpected ¿low battery¿, ¿replace battery¿, "insert battery", ¿battery failed¿, or "power loss" errors were noted during testing. Thus software was utilized and uploaded trace/history files properly. No pump error 25 was noted during testing, in the pump history file, in the long trace file, or in the power management graph. The adapt tool does not list any related battery alerts/alarms around the event date. The adapt tool does not list any unusual pump errors that could potentially trigger a critical pump error. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion on any of the boards, assemblies, and the motor inside the insulin pump. In summary, the customer¿s report of a battery power loss was not confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the loss of power from battery. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.